Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 490 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that she was hospitalized due to low blood glucose levels. When the paramedics arrived, her blood glucose reading was 26 mg/dl. The customer had changed the infusion set on the morning of the event. Nothing further was reported.